Event description:
Additional information received noted that there was a reoccurrence of noise oversensing noted on the right ventricular lead. No interventions were performed. There were no patient consequences.

Event description:
Related manufacture reference number: 2017865-2023-17028. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited diminishing r wave sensing and post-paced t wave oversensing. It was also noted that the right ventricular lead exhibited noise oversensing. Programming changes were made for the device and no interventions were performed for the right ventricular lead. There were no patient consequences.